Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were sensitivity issues with the external pulse generator (epg), that it was not "picking up on the patient." The generator was swapped out and the replacement worked as expected. The biomedical engineer tested the device and found no issues, however the device could still be sent in for service. There were no patient complications reported with this event.